Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8 x 19 mm graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported a perforation occurred in a saphenous vein graft to the right coronary artery. A 3.5 x 19 mm graftmaster covered stent was implanted, but did not entirely seal the perforation. A 2.8 x 19 mm graftmaster covered stent was implanted, but did not completely seal the perforation as well. Additional balloon angioplasty sealed the perforation. The patient was stable. No additional information was provided.